Event description:
Boston scientific received info that this chronic right ventricular (rv) lead has elevated thresholds and was surgically revised as part of a routine system upgrade. The boston scientific local area sales rep noted hat the lead's suture sleeve was stuck on the lead body and could not be moved down into pocket. Multiple attempts with saline were made to loosen sleeve, but the sleeve would not move. A new suture sleeve was placed on the lead and the case was completed without add'l complication. This lead remains actively in service.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.